Event description:
It was reported that while performing a tension-free sling procedure on an extremely obese pt, the doctor perforated the bowel and unknowingly passed the mesh through the small bowel. Approximately one week later, the pt had elevated white blood cells and was complaining of abdominal pain. The pt was returned to surgery and the doctor made a midline incision and removed the mesh and found a part of the small bowel attached. The doctor attributed the event to the pt's anatomy/obese state and being unfamiliar with the product.